Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered and high rate non-sustained episodes were indicative of a fracture. The lead had been reprogrammed; however, pacing impedance continue to fluctuate. The lia again triggered due to high rate non-sustained episodes and impedance variation of the rv tip to rv ring. The lead remains in use. No patient complications have been reported as a result of this event.